Event description:
It was reported that, during total knee arthroplasty, the tip of a journey ii bcs locking femoral implant impactor broke. It is unknown how the surgery was completed. No delay was caused as consequence of this event.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
Additional information in d10. The associated device was returned and evaluated. A visual inspection of the returned device reveals a large piece of the cam arm broke off. The broken piece was not returned. The device shows signs of significant wear and use. A review of complaint history based on the historical data revealed similar events for the listed batch, this failure mode will be monitored for future complaints for any necessary corrective actions. The clinical/medical evaluation concluded that during total knee arthroplasty, the tip of a journey ii bcs locking femoral implant impactor broke and fell into the patient. The piece was removed with tweezers. Surgery was resumed, without delay, with a smith & nephew back-up device. As of the date of this medical investigation, the requested clinical documentation has not been provided; therefore, there were no clinical factors found which would have contributed to the event. The patient's current condition is unknown, and the patient impact could not be determined based on the limited information provided. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any specifications at the time of manufacture. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. A review of instructions for use for care, maintenance, cleaning and sterilization of smith & nephew orthopedics devices revealed that visually inspecting for damage or wear, including components in their disassembled state prior to re-assembly as well as ensuring components are re-assembled securely is indicated. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely potential factors that could contribute to the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
H3, h6: the device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, during total knee arthroplasty, the tip of a journey ii bcs locking femoral implant impactor broke and fell into the patient. The piece was removed with tweezers. Surgery was resumed, without delay, with a smith & nephew back-up device. As of the date of this medical investigation, the requested clinical documentation has not been provided; therefore, there were no clinical factors found which would have contributed to the event. The patient's current condition is unknown, and the patient impact could not be determined based on the limited information provided. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history based on the historical data revealed similar events for the listed batch, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely potential factors that could contribute to the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
B4, h1, h2, h6: description updated. Health effect - impact codes updated.

Event description:
It was reported that, during total knee arthroplasty, the tip of a journey ii bcs locking femoral implant impactor broke and fell into the patient. The piece was removed with tweezers. Surgery was resumed, without delay, with a smith & nephew back-up device.